Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 27-aug-2015. The bayer reference number for the ptc report is: (B)(6). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Approximately 3 months after insertion, complained of cramping and the ultrasound showed one coil on left side had perforated. The hcp was considering hysterectomy but patient had no insurance. This event, interpreted as fallopian tube perforation, is listed according to the reference safety for essure. In this particular case, the perforation was diagnosed via ultrasound approximately 3 months after insertion. No details were provided regarding essure insertion procedure. Considering the positive temporal relationship and that fallopian tube perforation may occur with essure, the perforation is considered related to essure. This case was regarded as incident since surgical intervention will be required. The product technical complaint investigation concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 09-sep-2015 from physician: patient's demographic information was provided. Her medical history include gravida 4, para 4. Concomitant condition included overweight. On (B)(6) 2015, essure lot number c49142, expiration date 30-apr-2017 was easily inserted. Insertion was performed 7 weeks postpartum. Depoprovera was used as back up contraception. On (B)(6) 2015, an ultrasound was performed and showed unilateral left perforation. Symptoms included severe pelvic pain and vaginal bleeding. Other organs were not perforated. Patient's outcome is persistent pelvic pain. Reporter stated that essure was not removed and currently essure is not planned to be removed. Case considered non-incident. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and ultrasound showed one coil on left side had perforated. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Perforation risk is increased during postpartum state. If a perforation occurs, patient may experience pain and bleeding during/after the procedure. In this particular case, patient had essure inserted 7 weeks postpartum and a perforation was diagnosed 3 months after essure procedure (due to pain and vaginal bleeding). Although the exact mechanism of essure perforation was unknown; given event's nature and its close temporal relation with essure insertion, causality cannot be excluded. This case was initially considered an incident, since physician stated he was considering essure removal. However, upon receipt of follow-up information, he informed that neither devices were removed nor removal is planned. Thus, case was regarded as non-incident. An updated product technical analysis (with lot number) is expected.

Event description:
This is a spontaneous case report received from a physician in united states on 06-aug-2015 which refers to a non-pregnant (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for permanent sterilization. Physician reported that patient went back in office on (B)(6) 2015, complaining of cramping. Health care professional (hcp) performed ultrasound and test showed one coil on left side has perforated. Hcp considering hysterectomy but patient had no insurance. Company causality comment: this is a medically confirmed spontaneous case report. It refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. Approximately 3 months after insertion, complained of cramping and the ultrasound showed one coil on left side had perforated. The hcp was considering hysterectomy but patient had no insurance. This event, interpreted as fallopian tube perforation, is listed according to the reference safety for essure. In this particular case, the perforation was diagnosed via ultrasound approximately 3 months after insertion. No details were provided regarding essure insertion procedure. Considering the positive temporal relationship and that fallopian tube perforation may occur with essure, the perforation is considered related to essure. This case was regarded as incident since surgical intervention will be required. Further information has been requested.